Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system had reflected an incorrect date of (B)(6) 2026, and patients had not crossed over correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required reimage. A field service engineer (fse) ran the version 1.7.3 image from the thumb drive. After the imaging process was completed, the fse upgraded rss to version 4.12 and was then able to remote in to deploy the required packages and eset. After the deployments were finished, the fse attempted to run a data sync but received an error indicating that the station name was already assigned to another computer. Fse contacted customer support center (csc), and after investigation, identified an issue with the station name due to a previous name change, which was causing conflicts. Csc worked on the issue and was eventually able to resolve it. Additionally, the auto launch was not running, and after further troubleshooting, it was determined that the remote support service (rss) update manager had not loaded. Once the update manager was run, the station launched successfully. The pharmacy then logged in and tested the drawers. The system functioned as intended after the field service engineer and csc agent troubleshot the device.